Event description:
Additional information received from the patient reported that it had never worked and there were no therapeutic benefit since implant. The patient had about 2-3 reprogramming sessions and now was scheduled to have the system removed in (B)(6) 2016. She had met with a healthcare professional (hcp) shortly after implant and a manufacturing representative (rep) reprogrammed the device; however, the patient could not remember the exact month.

Event description:
The consumer reported the interstim was "the worst thing she's ever done in her life." It was noted "it doesn't work, she's miserable and every time she [had] a technician look at it, they say it should work but it doesn't." It was noted the patient had many complaints about the interstim device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.